Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced an issue with the pump touchscreen and the usb cable was broken. There was no reported impact to customer's blood glucose level. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.